Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. E4 should have been left blank on manufacturer device report 1220648-2024-13491.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The user facility reported an unknown age patient experiencing acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and experienced lower limb ischemia. The size of the vessel was approximately 4.3 and potential for limb ischemia was noted as the leg was cold one hour into support. The decision was made to explant the impella cp device in the cardiac catheterization lab. Once the impella was explanted and patient returned to the intensive care unit, the limb was warm, and pulses were palpable. There were no signs or symptoms of limb ischemia and/or vascular complication. The patient was noted to be in stable condition.